Event description:
It was reported that the patient underwent an ipg replacement due to high impedance. The patient was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.